Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple occlusion alarms occurred. A supply change was performed to address the occlusions. Customer reverted to manual injections for alternate insulin delivery. Customer's blood glucose level was 460 mg/dl.